Manufacturer narrative:
This report is for the same event as manufacturer reports: 2124215-2024-27655, 2124215-2024-27659.

Event description:
It was reported that, during removal attempts of three fibers, they got stuck and subsequently broke inside the handpieces, damaging both the fibers and the handpieces and rendering them unusable. A thorough inspection of the laser equipment and alignment of the duo system shows no issues. There was no further information provided. This report is for fiber 1 of 3.

Manufacturer narrative:
This report is for the same event as manufacturer reports: 2124215-2024-27655, 2124215-2024-27659

Event description:
It was reported that, during removal attempts of three fibers, they got stuck and subsequently broke inside the handpieces, damaging both the fibers and the handpieces and rendering them unusable. A thorough inspection of the laser equipment and alignment of the duo system shows no issues. There was no further information provided. This report is for fiber 1 of 3.